Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The rep reported that the patient had a symptom return. The rep reported that the system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.